Event description:
The pt was operated at a private clinic ((B)(6)) for removal of a fibroma on the uterus and laparoscopy procedure. A size 0 pdo quill srs device was utilized for closure. Three (3) days post operative, the pt experienced severe pain and was admitted to a different hospital ((B)(6) hospital) for re-operation. This surgeon reported that he was not certain of the technician that was initially utilized. However, there was a one (1) cm long segment of barbed material attached to the bowel. The surgeon cut and removed the segment of barbed material without sustaining damage to the bowel and/or additional complications. It is not known if the recommended back-stitch, as referenced in the IFU for this particular device, was utilized during the initial operation as additional details could not be obtained.

Manufacturer narrative:
The facility was unable to identify which lot was used for this procedure. Furthermore, no samples were available for evaluation. The specific log code info was not provided. Therefore, the expiration dates and mfg dates are unk. Method: it is not certain which lot was used for this procedure. Furthermore, no samples were available for evaluation. Results/conclusion: without the finished good lot number, relevant portions of the device history records could not be reviewed. However, the device history records for lot number of item rx-1069q purchase by this distributor within the last seven (7) months were reviewed. No other complaints were received for any of these lots. No quality issues were noted throughout the incoming, mfg or final inspection processes for these finished good lots or components. Angiotech (B)(4) was unable to obtain a response from the original surgeon/facility. The "precautions" section of the IFU for this particular device states, "quill srs contains bidirectionally oriented barbs to anchor tissue and does not require knots to approximate opposing edges of a wound. Tying knots on the barbed section of the material wil damage the barbs and potentially reduce the suture tensile strength and effectiveness. For the bidirectional forces to be created and for the device to function properly, both sides of the quill srs must be engaged in the tissue. Additionally, when completing placement, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the device in place. Based on the info obtained and review of mfg records for lots purchased by this distributor, there is no indication that the quill device malfunctioned or was defective. Post market monitoring has not shown any new or unanticipated adverse events or negative trends. (B)(4). Item #rx-1069q, quill srs device, 0 pdo, lot unk.